Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The pt's ipg was moved slightly. The pt is reportedly doing well.